Event description:
It was reported that the demo pump is no longer accepting a charge. No procedure was being performed, so no patient involved. After investigation it was determined that the error message ¿device failed-please return¿ was presented on the screen.